Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which led to damage of ccd-unit (charge-coupled device unit). Subsequently, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information : please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope lost the image. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: a bending rubber glue was peeling, charged coupled device (ccd) image was black, insertion tube was damaged, no image at the scope connector and electrical connector. The scope connector opened for advanced diagnostics, moisture found and the scope sent for aeration. After troubleshooting, the charged coupled device (ccd), plug unit, cable unit and printed circuit board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.